Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith effort (gfe) attempts were made to retrieve additional information. Additional information was not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿no image¿ occurred due to the following reasons. Charged coupled device (ccd) was broken due to water immersion, and this resulted in communication failure. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the inspection for use in surgery, the camera head would not turn on, just a dark/black screen. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed due to the faulty charged coupled device (ccd). In addition, the non-reportable findings are as follows: failed leak test, and kinks/puncture on the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.